Event description:
Healthcare professional reported "no complaint against the device". Later, healthcare professional reported "rupture/deflation". This record relates to the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "deflation". Clarification to partial date of implant d6a: 2005 was provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "no complaint against the device". Later, healthcare professional reported "lateral displacement, breast asymmetry, grade 3 glandular ptosis". Healthcare professional later reported "the implant was intact". This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported "no complaint against the device". Later, healthcare professional reported "rupture/deflation". This record relates to the right side. The device was explanted and replaced. Healthcare professional later reported "the implant was intact". Un-reporting record.